Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and restenosis are listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects. It should be noted that the IFU (delivery procedure section) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU (purpose of use section) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (b)64) 2011, the patient underwent stenting in the proximal left anterior descending coronary artery (lad) with one promus stent. On (B)(6) 2012, the patient had silent ischemia. On (B)(6) 2012, percutaneous coronary intervention was performed to treat restenosis in the target lesion. The condition resolved on (B)(6) 2012. The patient was in the hospital for three days. There were no adverse patient sequelae. There was no additional information provided.